Event description:
It was reported that the patient had a driveline infection with driveline drainage. A culture was obtained (B)(6) 2026, and the patient was encouraged to go back to daily dressing changes. The dressings were saturating every 4-5 days. It was noted that assessment in the patient's chart says the driveline site was healing well but was still draining a large amount including serous drainage and was lightly bloody. The patient was administered antibiotics on (B)(6) 2026. The wound culture results might have been contaminant and given concern for drainage they were started on started doxycycline 100 mg by mouth twice daily for 14 days. The plan of care was to continue every-other-day dressings. The event resolved without sequelae on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.